Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had an appointment with their dentist for a filling. They provided notes from the office visit that the dentist says the patient says their bite feels off and the dentist found the patient to have moderate gingivitis.